Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness and complication with pregnancy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 375cc saline mentor smooth round moderate profile breast implants and experienced bilateral capsular contracture and device migration on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including hyper stimulation of nervous system, hyper stimulation of immune system, pain like fire, hot cold tingly in both breasts radiating through her back, breast gigantic and heavy, she only weighs (B)(6) lbs with 32ddd, if she gets into hot water she gets a tingling pain flair that goes through her chest and back, can¿t exercise because she ends up hurting and sick for 2 days, the weight of the implants has pulled her shoulders and back out of alignment, locks up her lower back because she's hunched over, shoulder pain, neck pain, chest pain that radiates down through lower back and back of arms, brain fog, aggression, where normal circumstances feel life threatening, hot flashes, major weight loss, feels like she's just wasting away, scared, breast implants rippling, hyperarousal, sensitivity, emotional distress, restriction from health lifestyle because they're in the way, unable to work, emotional distress has ruined relationships, joint pain, fatigue, can't do normal activities without feeling pain, can¿t do normal activities without feeling emotional distress, self-regulating is difficult, can't think straight and infertility. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.